Event description:
Reporter alleged the customer obtained a blood glucose result of lo (less than 10 mg/dl) immediately after an undosed test strip was placed in the meter on the compact system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.